Event description:
It has been reported to philips that the system did not start up. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system failed to start up. The philips field service engineer (fse) inspected the system onsite and reviewed error logs, found programming error: can connection with generator and xgen error (00x9) drc calculation timeout. Upon further inspection the generaor error indicated cube unit was defective. Fse replaced the cube and reconfigures generator parameters. After replacing the cube, the system was returned to use in good working order. The codes were updated based on the investigation outcome.